Manufacturer narrative:
Device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and debris / residue on lens. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: replacement lens was implanted on (B)(6) 2018. (Corrected from (B)(6) 2019 in original MDR). (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 a vicmo 12.6, -08.00 diopter, implantable collamer lens tore during injection into the patients left eye (os). There was patient contact (lens touched the eye) with no patient injury. The lens was removed during initial surgery. A new lens was implanted on (B)(6) 2019. The problem was resolved. Cause of the event is reported as unknown.